Manufacturer narrative:
The customer called into an olympus technical assistance center (tac) personnel to report her issue. During the call, the customer stated that she was using an maj-1597 cable with the EU-me2. She went on to say that she was working with a clinical application specialist and would call back into tac if she required further assistance. The customer later called back in and stated that she will be getting a loaner scope to test and follow up with tac if she has any issues. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera ii ultrasonic bronchofibervideoscope was causing a 'check connection' error message to display on her universal ultrasound processor. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered the unit was not providing an image when tested. This report is being submitted to capture the lack of image noted during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: a connection error message had occurred because contact failure had temporarily occurred. However, no devices were returned so there was no detailed inspection of each instrument. Also, the details of the error code number that occurred were unknown. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.